Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The needles are bending. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. The customer reported the epidural needle bent during use. The customer returned one epidural needle and packaging (B)(4). The returned needle was visually examined with and without magnification. Visual examination of the returned needle revealed the needle appears used. The cannula of the returned needle is bent. Microscopic examination of the needle bevel revealed biological material can be seen on the needle's cannula and bevel. The needle's tip is also bent. The needle bevel appearance is similar to a needle bevel that has been pressed against a hard surface with force. A dimensional inspection was performed on the returned epidural needle. The outer dimension (od) and inner dimension (ID) of the returned needle was measured. The od of the returned needle measured 1.47mm (c05155), which is within specification of 1.46mm-1.48mm per graphic nz-05500-003; rev 7. The ID measured 0.046in (1.17mm) (c05157), which is within specification of 1.17mm per graphic kz-05500-007; rev 9. Other remarks: additional testing of the needle tips was performed by the manufacturing site to determine tip strength. Testing was performed to compare needle tips strengths from five available sets of different needles. The test concluded that the needle sets had very similar results. Additional testing of the needle tips was performed by the manufacturing site to determine tip strength. Testing was performed to compare needle tips strengths from five available sets of different needles. The test concluded that the needle sets had very similar results. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. The damage was discovered during use. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event. The reported complaint of the needle being bent during use was confirmed based on the sample received. Visual examination of the returned needle revealed the cannula and tip of the needle bevel were bent, which is consistent with damage that can be caused when a needle bevel is pressed against a hard surface and torqued. An attempt to recreate the event was performed using a lab inventory needle of the same kind. The bend in the lab inventory needle had similar results as the returned needle. A device history record review was performed on the epidural needle with no relevant findings. No material issues were found from the vendor for the cannula. Also, a needle tip strength study was performed by the manufacturing site which revealed very similar results with five different sets of needles. Therefore, based upon the information provided, the observed needle damage, and the time of discovery, operational context caused or contributed to this event.

Event description:
The needles are bending. There was no patient injury.